Manufacturer narrative:
Investigation could not be concluded as no device was returned. Synthes is unable to determine mfg date without a lot number.

Event description:
During removal of 1.5mm cortex screws for repositioning, surgeon encountered partial breakage of screw heads. Two consecutive screws broke in the process and surgeon decided to leave the screw bodies in-situ. Surgeon reported that force was not applied during removal. All broken screw heads were retrieved. This is the 2nd of 2 reports submitted on this event.